Event description:
It was reported that an abnormal hum was heard from the device. Log files were submitted for review. There were no unusual events recorded in the log file event history. The pump log files also appeared normal, and the mechanical circulatory equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient was asymptomatic at the time of the event and that the hum has had no change from prior examinations. The patient was said to be stable, and that outpatient monitoring was continued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported abnormal hum could not be confirmed through this evaluation. A specific cause for the reported abnormal noise, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. Review of the system controller event log file events from the reported event date of 27feb2025 revealed no notable events or alarms and captured pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the patient handbook, rev. D are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.